Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had no flow. The device contained fluorouracil and saline with a total fill volume of 144 ml. The patient was connected to the chemotherapy pump and the infusion was expected to last for 72hrs. However, after approximately 43 hours, there was still about 120ml of drug liquid inside the bladder. Additionally, the patient's central venous access was checked and observed to be unobstructed, and no liquid dripped out at the end of the tubing. It didn¿t work after applying force priming technique. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h4, and h6. H4: device manufacture date - the lot was manufactured between october 7-8, 2024. H11: the device was received for evaluation. Visual inspection on the returned unit via the naked eye showed no signs of physical abnormality such as drug precipitates inside the bladder that could have caused the reported flow problem. The tubing was reattached then a functional flow test was performed, and the flow rates were found to be within the product specification range. Evidence of continuous flow of fluid was observed during the functional flow test. Based on the evaluation result, the infusor unit was determined to be a conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.